Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions for this event include the field service engineer ran performance testing and it recovered within specifications. For the other pending event, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For one event, the investigation determined the service actions resolved the issue. Follow up actions for this event include: the field service engineer replaced the measuring cell, deleted all calibrations, performed measuring cell priming and ran a system volume check. The high voltage adjustment was performed and passed. A blank cell calibration was performed and passed. Performance testing was run and was within range. The customer performed calibration and controls; these were acceptable. For three events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: preventive maintenance was performed on the analyzer and the measuring cell was replaced. Calibration and controls were run. Follow up actions for one of these events include: the field service engineer replaced the measuring cell, performed preventive maintenance, and decontaminated the analyzer. He ran calibration and performance testing. There were no follow up actions for one of these events. For two events, the investigation is ongoing. Follow up actions for one of these events include: the field service representative performed a precision check and maintenance. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas e 411 immunoassay analyzers. The events involved 8 patients with the following: 4 questionable results for the elecsys probnp ii immunoassay, 1 questionable result for the elecsys tsh assay, 3 questionable results for the elecsys hcg + beta test system. Three patients were aged 22 - 80 years. The remaining patients' ages were requested, but were not provided. One patient weighed 108 kg. The remaining patients' weights were requested, but were not provided. There were three females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.